Event description:
Customer reported device is alarming constantly. Error 99 and error 30 were found in the device event log. The clamp motor, central unit board and power supply board were replaced to address these errors. Pump motor was replaced due to excessive noise. Air detector failed calibration and was replaced. A complete configuration and calibration were performed. After repair, the device meets specification.

Event description:
Customer reported device is alarming constantly. Error 99 and error 30 were found in the device event log.